Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited post-sensed t-wave oversensing (pstwos). No intervention was performed. There were no patient consequences.